Event description:
Patient in angiography for carotid angioplasty. After deployment of the stent, a filterwire that was proximal to the shunt was being removed. During the removal, the retrieval sheath failed to capture the filterwire and became caught on the tip of the stent. While attempting to remove the sheath and wire, the sheath broke. Several more attempts were made to remove the sheath piece, which did occur successfully. The entire procedure under fluoroscopic guidance. Device usage problem: device failed (e.g. Broke, couldn't get to work or stopped working). Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. Event caused extension of stroke.